Event description:
A customer reported an occlusion problem during cataract extraction procedure. The procedure was completed using the same system after an hour delay with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to reproduce the customer reported problem. The company rep replaced the solenoid spacers for preventative measures. The system was then tested and met product specifications. The company rep tested three of the customer's handpieces. Two of the handpiece were checked and were conforming. On the third handpiece, the phaco tip would not stay tight. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).